Event description:
It was reported that during the procedure for right mca (middle cerebral artery) aneurysm, a coil (subject device) was delivered into lumen of aneurysm with the help of a microcatheter and a guidewire. During the delivery of the subject coil, it got stretched after it just went into lumen of aneurysm. It was reported that the coil was advanced with force inside the microcatheter. When the physician withdrew the subject coil to check it, the subject coil was separated from its delivery wire. The prematurely detached subject coil was removed successfully from the patient's anatomy through the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the delivery wire was found to be kinked/bent but the delivery wire proximal contact was found to be intact. The main coil was found to be detached from the delivery wire. Functional inspection was unable to perform the test as the main coil wasn¿t returned. The reported defect main coil prematurely separated/detached during use was confirmed during analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was not possible to confirm if the main coil was stretched as the main coil was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained during the clinical procedure. Based on the investigation, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported and as analyzed event of main coil prematurely separated/detached during use and to the as reported main coil stretched. An assignable cause of handling damage will be assigned to the as analyzed event coil delivery wire kinked/bent as it is most likely that the delivery wire damage occurred due to handling of the device during use.

Event description:
It was reported that during the procedure for right mca (middle cerebral artery) aneurysm, a coil (subject device) was delivered into lumen of aneurysm with the help of a microcatheter and a guidewire. During the delivery of the subject coil, it got stretched after it just went into lumen of aneurysm. It was reported that the coil was advanced with force inside the microcatheter. When the physician withdrew the subject coil to check it, the subject coil was separated from its delivery wire. The prematurely detached subject coil was removed successfully from the patient's anatomy through the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.